Manufacturer narrative:
Device evaluation: lens was returned dry, in a micro-centrifuge vial and there was clear surgical residue on product. Visual inspection found no visible damage to lens and presence of residue on lens surface. (B)(4)

Manufacturer narrative:
This product is not marketed in us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2 mm vticmo13.2, -16/1.5/69 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was removed and exchanged due to excessive vault. This exchange resolved the problem.

Manufacturer narrative:
Date of event corrected to (B)(6) 2018. (B)(4).